Event description:
Reportable based on device analysis completed on (B)(4) 2014. It was reported that the saline water leaked from the shaft. The target lesion was located at the moderately tortuous artery. During a percutaneous coronary intervention (pci), when the device was flushed, saline water leaked from the shaft. The procedure was completed with another of same device. No patient complications were reported and the patient's condition is good. However, device analysis revealed a detachment of the clear imaging window tubing from the blue sheath tubing at the lap joint.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by manufacturer: the complaint device was received for evaluation. Evaluation of the returned device revealed that a kink was observed in the imaging window assembly at 78.0 cm from femoral marker at the distal end; the telescope assembly was able to properly pullback and advance. The distance from the distal end of the transducer housing to the tip of the catheter was within specification. The sheath assembly was found to have the clear imaging window tubing detached from the blue sheath tubing at the lap joint. This fully exposes the imaging core; water was leaking from the anchor seal housing during flushing process; impedance testing finds that there was no electrical disconnect in the imaging circuit. Full image characterization cannot be performed due to the imaging window detached; from the blue sheath tubing at the lap joint steam. No other issues or defects were observed during product analysis of the returned device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was unable to be determined. (B)(4).